Event description:
At a peer review conference, the following event was reported regarding a case conducted over two years ago. The pt presented with a right pseudo-aneurysm at the vertebrasilar junction that was accessed via the right vertebral artery. A stent and three coils were placed during the embolization procedure without any reported issue, and the pt was given 2000u of heparin following the stent placement. A final angiogram showed evidence of a subarachnoid hemorrhage due to rupture of the pseudo-aneurysm. Further info was requested, but there is no additional info available.

Manufacturer narrative:
Unknown as the upn and batch numbers were not disclosed. For no allegation of device malfunction or nonconformance. Other: interventional neuroradiology peer review conference.